Event description:
A peritoneal dialysis (pd) patient reported that during drain 4 of 4 there were multiple air detected in cassette warnings. The patient canceled treatment and found fluid inside the cassette door. Technical services advised the patient to leave the cycler open to dry overnight. The patient used it the next evening and it has not had any problems since. The patient did not have any harm, adverse event or intervention due to the fluid leak event. The cycler set is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 4 of 4 there were multiple air detected in cassette warnings. The patient canceled treatment and found fluid inside the cassette door. Technical services advised the patient to leave the cycler open to dry overnight. The patient used it the next evening and it has not had any problems since. The patient did not have any harm, adverse event or intervention due to the fluid leak event. The cycler set is not available to return for investigation.